Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6f angio-seal vip was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. Part of suture were returned as well. No other components were returned. Upon visual analysis, there were no anomalies were noted with the locator. The carrier tube assembly was found to be mated properly with the sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. No anchor and collagen were found attached to the suture. A part of the suture was also received. Upon microscopic inspection of the ends. It was noted that one end was cut, as if with a blade and the other end was frayed. No other visual anomalies were noted. Based on the returned device, the complaint could be confirmed for suture damage. The exact cause of the detachment could not be determined from the returned device. The possibility for the suture failure is due to the usage of the kelly clamp that caused the frayed ends on the suture. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6 fr angio-seal vip string broke prior to tamping it down in the deployment stage. The angio-seal was used at the end of stemi cardiac cath case, with common femoral artery (cfa) access. Manual pressure was held for ten minutes with no further complications. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 24february2021: there was a 6 french sheath in place. The physician felt that the product was not defective. A kelly clamp was used, and the edge might have caught the string and cut it.